Manufacturer narrative:
Patient information: ID (B)(6) is male, (B)(6) years old. ID (B)(6) is female, (B)(6) years old. ID (B)(6) is female, (B)(6) years old. This report is being filed on an international product list (B)(4), that has a similar us product distributed in the us list (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely elevated architect intact pth results on 3 patient samples compared to beckman coulter dxi method. ID (B)(6) generated architect intact pth 823 pg/ml but beckman coulter dxi 460 pg/ml. ID (B)(6) generated architect intact pth 120 pg/ml but beckman coulter dxi 47.0 pg/ml. ID (B)(6) generated architect intact pth 77.0 pg/ml but beckman coulter dxi 18.0 pg/ml. The beckman coulter dxi reference range 15 to 68 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The trend review and lot search did not identify increased complaint activity for falsely elevated results. No customer returns were available for evaluation. The historical performance of reagent lot 01217k000 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit for both stat and routine methods. This evaluation indicated that the patient median result for lot 01217k000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 01217k000. In addition, a device history record review was performed on lot 01217k000, which did not show any potential non-conformances, deviations, or non-conformances. The customer's instrument logs could not be reviewed since the sample ids provided by the customer could not be located. Labeling was reviewed and found to adequately address the issue under review. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010; 134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, and vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion, the study indicated that standardization efforts are warranted and assay-specific decision limits are required. No product deficiency was identified.